Event description:
It was reported that patient's device implanted in 2005 was only stimulating on one side and "they went in to replace all the leads." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3998, lot# l84931, implanted: (B)(6) 2000, product type: lead. (B)(4).